Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a tr grade of 4. The clip was implanted successfully, tr reduced to 1. However, after clip deployment the clip opened approximately 45 degrees and tr increased to 3. A second clip was implanted further reducing tr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that per the g4 mitraclip system instructions for use (IFU): the system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. As it was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr), this was an off-label use of the device, but the off label use is not confirmed to have contributed to the reported issue. This event was further reviewed by an abbott vascular medical affairs manager, who noted: the provided two fluoro movies show a normal clip deployment and two clips implanted (with one partially open). Nothing else can be inferred from the provided movies. All available information was investigated and a definitive cause for the reported unintended movement (clip open while locked) could not be determined. The off-label use appears to be related to the user using mitraclip device for tr treatment. Additional therapy / non-surgical treatment was related to case specific circumstances as a second clip was implanted to further reduce tr. There is no indication of a product issue with respect to manufacture, design or labeling.